Event description:
It was reported that in the pediatric uti, when removing the swg from the patient's right inguinal, the physician noted that the swg unraveled. It was confirmed that the swg was removed in its entirety. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.